Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set snapped in half during patient infusion. The patient was receiving total parenteral nutrition (tpn)/lipids and required a magnetic resonance imaging (MRI) scan. To accommodate this, the patient was transitioned to fluids via MRI tubing. The setup included MRI tubing connected to a y with one side containing dextrose 10% water (d10w) and standard baxter intravenous (IV) tubing, while the other side had a syringe of 1/2 normal saline plus 1 unit/ml heparin through neonatal intensive care unit (nicu) drip tubing, all infusing through a single-lumen peripherally inserted central catheter (PICC) line. The patient was transported to and from the MRI without incident. However, upon returning to the nicu and while disassembling the line, and the solution set snapped in half resulting in d10w leakage onto the floor. Patient was placed on tpn/lipids to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure, clear passage, priming, and pull testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.